Manufacturer narrative:
Additional information: h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Share source log review did not identify any issues that contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurrence date was from 25-nov-2024 to 29-nov-2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "wetness from cassette". The patient presented to the emergency room "due to symptoms of peritonitis". The patient was hospitalized. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.